Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal morphine 5mg/ml at 0.4mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post lumbar laminectomy syndrome. The concomitant medications and patient history were not reported. It was reported that after an implant procedure on (B)(6) 2015, the patient was leaking fluid from the spinal incision. A blood patch was performed last week (approximately (B)(6) 2015), and the leaking continued. The health care provider (hcp) opened the spinal incision, and did not notice any active leaking. A dye study was performed on the catheter, which showed that the catheter was still intact and in the intrathecal space. The hcp placed 3 additional purse string sutures around the catheter. It was unknown if the issue was resolved as of (B)(6) 2015. The patient status at the time of this report was "alive- no injury." Additional information received from the health care provider (hcp) reported that the catheter was not leaking. The surgery identified serous fluid from the subcutaneous tissue. The issue was noted as resolved.